Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging the one touch ultrasmart meter had a sticking ok button. The sr. Medical affairs specialist contacted the pt to obtain and verify info; however was unable to contact her by telephone. The smas sent a letter requesting. The pt contact medical affairs. The pt stated that for 'months' she had not used the reported meter to test her blood glucose level because the ok button was sticking. The pt stopped testing her blood glucose level, and 'guessed' at her insulin dose. On the day prior to original date at 4:30 pm, while at physical therapy, the pt experienced the symptoms of being tired and incoherent. The pt was taken to the emergency room, where her blood glucose level was tested to be 35 mg/dl. The pt was treated with intravenous glucose. Prior to this event, the pt had taken her usual dose of 35 units novolog insulin with lunch. The pt takes insulin on a sliding scale, and tests her blood glucose level four times per day. It would have been helpful to determine if the pt had a backup meter, her specific insulin regimen, if she attempted to test her blood glucose level with the reported meter prior to the event, the time the pt ate lunch and took her insulin, if she experienced any symptoms earlier that day, her expected readings and what meals and medications had been taken earlier. The meter, test strips and control solution were replaced. The pt allegedly was unable to test her blood glucose level due to the sticking button on the reported meter. She allegedly became hypoglycemic after 'guessing' at her insulin dose, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.